Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently the aneurysm is 6.8 cm in diameter. It was reported that the physician explanted the stent graft for disease progression that resulted in a proximal type I endoleak. The stent graft was replaced with a surgical graft. No additional clinical sequelae were reported and the patient is fine.

Event description:
The device was explanted during surgical conversion due to aneurysm enlargement from a proximal type I endoleak. From the examination of the returned devices and clinical information provided, the cause of the aneurysm expansion could not be determined. Films were not available for review. It appears likely that the reported disease progression caused the proximal type I endoleak which then lead to the aaa expansion. No stent fractures were observed on any of the devices. Several fabric tears were observed. A 1.6 mm length tear was seen near the bifurcate support spring; the cause could not be determined. It is possible that this hole may have contributed to the aaa expansion; however, the hole appeared covered by tissue in the ¿as received¿ condition. Three, 0.5 mm ¿ 0.8 mm length tears, likely caused by abrasion and crease fatigue, were also observed on the distal end of the ipsilateral limb. It is also possible that these tears may have contributed to the aneurysm expansion; however, no type iii endoleak was reported in this location and two of these tears (near the distal spring 8) were observed to be covered in tissue. No device integrity issues were seen with the explanted contralateral limb.